Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during use of a copilot bleedback control valve (bbcv) and an unspecified assist device, air was injected into the patient. No leaks were noted around the seals. One guide wire and one stent system were in the copilot at the same time. Once these devices were removed angiogram was used to confirm that air was in the patient. There was no adverse patient sequela. There was no clinically significant delay in the procedure. Additional information was requested.

Manufacturer narrative:
(B)(4). A partial UDI is being reported because the lot number was not provided. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported leak or patient effects. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.